Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a CT scan revealed that the patient suffered an intracranial bleed in the right hemisphere with a neurological deficit of left sided weakness lasting more than 24 hours. The patient was on warfarin, heparin, aspirin, and clopidogrel at the time of the event. The patient was treated surgically but did not receive medication in response to the event. The cause of the event was reported to be device related and complexities of medical management.

Manufacturer narrative:
Approximate age of device: 3.5 months. The event occurred at (B)(6) hospital, (B)(6). A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support and no further related events have been reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.